Event description:
While attempting to insert swan ganz catheter, pt's oxygen saturation dropped to 82%. Physician attempted to deflate blloon and remove the catheter. He was unable to remove the catheter and felt that the balloon was not deflating. Physician cut off the outside portion if the balloon and was able to remove the catheter easily. Pt's oxygen saturation returned to baseline level. Catheter was checked prior to insertion and balloon was functional at that time.